Event description:
It was reported that a novum iq large volume pump under-infused. This was observed during patient infusion. The pump was programming to infuse the full fentanyl 100ml bag. The pump indicated the expected amount of medication was 51ml; however, the actual amount in the bag (excluding the intravenous tubing) was 70ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.